Event description:
This product was being cut by the surgeon to get the exact size of the hernia defect when the edges of mesh began flaking off into the abdomen.

Event description:
Add'l info rec'd from MFR 11/8/02: the device was not returned to MFR for evaluation/laboratory testing. Although MFR could not evaluate the actual device listed in the report they did review the device lot history record and found no deviations from the normal manufacturing processes.